Event description:
It was reported that a thrombus was noticed. A renegade hi-flo was selected for use in a moderate to mildly tortuous vessel. During the procedure, it was noted that the device did not move smoothly. When it was used for gastro-renal shunt, it did not slide well and could not be placed. The thrombus might be clogged inside. The procedure was completed with another of the same device. No patient complications were reported.